Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05250. It was reported that a shaft break occurred. The patient underwent cardiac catheterization which revealed graduated extensive severe obstructions. The 95% stenosed, eccentric target lesion was located in the calcified and with great amount of thrombus in the 1/3 proximal, medial, and distal right coronary artery (rca) and the middle 1/3 of the posterior ventricular branch. The patient was diagnosed with acute myocardial infarction and was referred for recanalization. Four promus everolimus stents were then implanted. After the fourth promus stent had been implanted, a dissection was noted at the distal 1/3 of posterior ventricular branch of the right coronary artery. Subsequently, a 28 x 2.25 promus premier¿ drug-eluting stent was then advanced to treat the dissection. However, a slight bend was noted in the proximal end of the balloon catheter and in attempting to rectify the device, the catheter broke. The distal end of the catheter had not yet crossed the lesion and was thus removed successfully and the procedure was terminated. No further patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple severe kinking on the hypotube shaft and the shaft itself was broken approximately 935mm proximal from the midshaft to hypotube bond. The manifold was not returned with the device for analysis. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-05250 it was reported that a shaft break occurred. The patient underwent cardiac catheterization which revealed graduated extensive severe obstructions. The 95% stenosed, eccentric target lesion was located in the calcified and with great amount of thrombus in the 1/3 proximal, medial, and distal right coronary artery (rca) and the middle 1/3 of the posterior ventricular branch. The patient was diagnosed with acute myocardial infarction and was referred for recanalization. Four promus everolimus stents were then implanted. After the fourth promus stent had been implanted, a dissection was noted at the distal 1/3 of posterior ventricular branch of the right coronary artery. Subsequently, a 28 x 2.25 promus premier drug-eluting stent was then advanced to treat the dissection. However, a slight bend was noted in the proximal end of the balloon catheter and in attempting to rectify the device, the catheter broke. The distal end of the catheter had not yet crossed the lesion and was thus removed successfully and the procedure was terminated. No further patient complications were reported and the patient's status was stable.